Event description:
A valiant captivia stent graft was implanted for the endovascular treatment of a 5.0 cm diameter thoracic aortic aneurysm in zone 3. The proximal aortic neck had a diameter of 27 mm, the distal aortic neck had a diameter of 25 mm, and the length from the top of the arch of the proximal part of the aneurysm was 21 mm. No calcification or thrombus was noted. The aneurysm occurred at the anastomotic site of a synthetic vessel and the host blood vessel. It was reported that the physician prepared to implant the stent graft. During preparation, the physician attempted to flush the stent graft with saline. When rotating the handle of the stopcock, the handle broke and the physician was unable to flush the stent graft. A second device was used to successfully complete the procedure. After the procedure completed, the physician deployed the original stent graft and attempted to flush it, but was still unable to do so due to the broken stopcock. No clinical sequelae were reported and the patient is fine. An evaluation of the returned device was conducted. The break event was confirmed; the valve handle was disconnected. The inability to irrigate event could not be confirmed; the device flushed successfully during analysis. The cause of the inability to irrigate during the procedure was likely due to the disconnected valve handle preventing complete opening of the valve. The root cause of the event could not be conclusively determined during analysis; however, is likely supplier related.

Manufacturer narrative:
(B)(4).